Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 300 mg/dl and a correction bolus was delivered to address the bg level. A pump system check was performed and the occlusion appeared to be within the cartridge. The contact was to change out the cartridge and infusion set.